Event description:
It was reported that patient presented to the ER after receiving inappropriate atp and high voltage therapy due to atrial flutter with rapid ventricular response in the vf zone. Device behaved as programmed. Programming changes were made. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.